Manufacturer narrative:
A replacement anti-tipper was sent to the user for the user to install per instructions provided with the replacement part. Manufacturers' note: this report is being filed past the 30 reporting time-line. Initial determination was this event was not reportable. However, following a comprehensive review of all product inquiry/complaint info, the company, in conjunction with the complaint handling unit, elected to file a report.

Event description:
User reported that he was traveling up a ramp in his office and an anti-tipper broke, but did not fully snap off (approx. 3/4 snapped) causing the user to fall out of the device in the backward direction. The user noted that he was leaning backwards instead of forwards while traveling up the ramp. The user further stated that he is not injured and the fall was his fault. Although no injury was reported as a result of this event, if this event were to recur and result in a fall, there is a potential to cause serious injury to the user.